Event description:
TWO SHOCKWAVE C2 AERO INTRAVASCULAR LITHOTRIPSY (IVL) CATHETERS WERE USED TO TREAT A LESION IN THE PROXIMAL CIRCUMFLEX ARTERY. IT WAS REPORTED THAT THE FIRST BALLOON (MDR #3015053858-2026-00068) RUPTURED UPON INITIAL INFLATION. A SECOND C2 AERO CATHETER (MDR # 3015053858-2026-00069) WAS OPENED AND ALSO RUPTURED UPON FIRST INFLATION. NO PULSES WERE DELIVERED FOR EITHER CATHETER. THE PHYSICIAN SUBSEQUENTLY USED A CUTTING BALLOON, AND THE PROCEDURE WAS COMPLETED. IT WAS REPORTED THAT THE PATIENT DIED THE FOLLOWING DAY. THE PHYSICIAN STATED THAT THE PATIENT WAS VERY ILL AND HAD OTHER COMPLICATIONS, AND THAT THE DEATH WAS NOT RELATED TO THE SHOCKWAVE C2 AERO IVL CATHETERS.

Manufacturer narrative:
THE SUBJECT DEVICE WAS RETURNED FOR INVESTIGATION AND INSPECTED. LEAKAGE AT THE CATHETER HUB WAS CONFIRMED. BASED ON THE INVESTIGATION FINDINGS, THE ROOT CAUSE OF THE FAILURE IS ATTRIBUTED TO A MANUFACTURING PROCESS PROBLEM. REVIEW OF THE EVENT BY SHOCKWAVE MEDICAL SAFETY AND MEDICAL AFFAIRS DETERMINED THAT THE DEATH WAS NOT RELATED TO THE DEVICE. BASED ON THE AVAILABLE INFORMATION AND PHYSICIAN ASSESSMENT, NO ADVERSE EVENTS WERE REPORTED DURING THE INDEX PROCEDURE, WHICH WAS COMPLETED SUCCESSFULLY. THE DEATH OCCURRED THE FOLLOWING DAY WITHOUT INDICATION OF DEVICE INVOLVEMENT. THEREFORE, THE EVENT IS NOT CONSIDERED DEVICE-RELATED. SHOCKWAVE MEDICAL HAS CONTROLS IN PLACE TO ENSURE DEVICES ARE BUILT TO APPROVED PROCEDURES AND MEET LOT RELEASE ACCEPTANCE CRITERIA PRIOR TO BEING DISTRIBUTED. A REVIEW OF THE MANUFACTURING AND TEST DOCUMENTATION FOR SUBJECT LOT DOES NOT REVEAL ANY ISSUES WITH THE MANUFACTURING OF THE DEVICE. THE DEVICE PASSED ALL OF SHOCKWAVE MEDICAL, INC. ACCEPTANCE CRITERIA PRIOR TO SHIPPING.

Event description:
Additional information received after submission of the initial/final report confirmed that the patient died on the table. It was reported that the death was determined to be unrelated to IVL, given the balloon ruptures and use of a cutting balloon and was attributed to the patient's critical condition and other complications.

Manufacturer narrative:
Review of the event by Shockwave Medical and Clinical Safety team determined, based on the new information received, that the death was conservatively assessed as possibly related to the device and probably related to the procedure. Due to the limited information available, the relationship between the patient's death and the device could not be definitively established. Additionally, there was no information indicating that the reported balloon rupture contributed to the patient's death.Sections A2, A3a, B2, B5, D10 and H11 were updated to reflect the new information received.